Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6. Codes were corrected: component code, investigation findings, investigation conclusions. Section h10. Was updated with reference to the other reports submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for the distal tip split is unable to be confirmed since no device was returned, nor imagery was available for evaluation. Per provided information, the patient presented severe degree of calcification at the access vessels. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to split. The training manual indicates that a "crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve". In this case, the crimped valve was partially aligned over the commander delivery system balloon markers when the devices were retrieved into the esheath+. Withdrawal of a crimped thv that has had its profile altered can cause additional resistance during withdrawal, as the larger profile may interact with the sheath tip. Furthermore, the operator may apply additional device manipulation to overcome any withdrawal difficulty, which can further damage the distal tip as the delivery system is tried to be pulled through the sheath. As such, available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of crimped thv, device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of three reports being submitted for this event. Investigation is ongoing.

Event description:
As reported by our affiliate from (B)(6), a 29mm sapien 3 transcatheter heart valve implant procedure was performed by transfemoral approach. During the procedure, proper alignment of the valve in the balloon was not possible during the maneuver. It was decided to retrieve the commander delivery system with the crimped valve into the esheath+. After removal, a pinhole in the balloon was observed and it was thought to be damaged when attempting to align the valve within the balloon during fine adjust. Subsequently, a new 29mm sapien 3 valve was used with a new delivery system and introducer esheath+. The implantation was successful. At the end of the procedure, the patient was stable. Upon removal, it was observed that the first esheath+ had a distal tip split and the valve showed a deteriorated skirt.